Event description:
Novasure device used for endometrial ablation procedure in 2004. Recently experienced post endometrial ablation pain syndrome. Leading to hospitalization, severe pain, ultimately resulting in a hysterectomy to resolve extreme pain issues. Had I been well informed about the procedure, risks, and complications, I would have simply had a hysterectomy performed from the beginning.